Event description:
It was reported that alert tone was observed every 4 hours from the implantable cardioverter defibrillator. An unknown lead integrity issue was suspected. No interventions were performed. The patient's condition was unknown.